Event description:
It was reported that during the procedure, two drivers stripped while final tightening.

Manufacturer narrative:
A review of the device history record indicates the part met specification. Visual evaluation of the final driver revealed rounded corners of the hex tip edges and material deformation with previous damage from not fully seating, leading to final failure of the drivers. It is not known when the initial damage occurred. Test results have shown similar rounding of the hex feature due to incomplete engagement and non axial alignment of the instrument with the closure top during final tightening. A field action, 1649384-02/28/2011-001-c, to inform users to ensure complete instrument engagement with the closure top and maintain on axis use during final tightening has been initiated.